Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the complaint device was not returned to depuy synthes, therefore unavailable for a physical evaluation. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that prior to an anterior cruciate ligament (acl) reconstruction on knee surgical procedure, at the start of surgery, the ccs main unit was turned on and the color bar was displayed when the camera head was inserted. Although the patient was anesthetized, the surgery could not be started. The ccs main unit was restarted, but this did not improve the situation. Previously, the screen went black during surgery, causing the operation to be interrupted, so a replacement camera head was prepared. The replacement camera was connected to the ccs main unit. However, despite being a replacement, the image was distorted and unstable, but after several attempts to replug it, the image appeared and the surgery began. Although there was some image instability during the surgery, the surgery was completed. There was more than 30 minutes delay to the procedure. No further information is available.